Event description:
This spontaneous case was received on (B)(4) 2013 from (B)(6) female pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2013, the pt was administered with sculptra aesthetic (poly-l-lactic acid) injection on the left side of nose and the cheeks and toward the eye for an unk indication. The batch number used was not reported. During the injection, the pt experienced pain, redness and swelling. On (B)(6)2013, the pt felt a "hard stuff-patch" right above eye. The pt was seen by the physician and given anti-inflammatories. The outcome of the event was not recovered. An accompanying product complaint was filed on (B)(4) 2013. The pt was referred to her physician for further consultation. For ref purposes only, this case has also been assigned the following tracking numbers: (B)(4), ((B)(4) on behalf of valeant).

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4). Pain, redness, swelling, skin thickening assessed as serious and possibly related.